Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As mitigation for a stuck device, the instruction manual contains emergency treatment directions for removing the device: ¿always have the olympus loop cutter ((B)(4)), pliers and/or wire cutters ready to cut the coil sheath, tube sheath and operation wire in case the loop cannot be detached from the instrument.¿ as preventive measures, the instruction manual also states, ¿always have a spare instrument available¿ and ¿use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically.¿ the instruction manual also has directions for pre-procedure inspection of the device, and states that to avoid device damage, ¿do not advance or extend the instrument abruptly.¿ and ¿do not force the instrument if resistance to insertion is encountered.¿

Event description:
Olympus was informed that during a colonoscopy, the physician was using the device to ligate a large polyp in the duodenal small bowel. When then the clinician tried to deploy the loop, the metal wire in the handle broke and the device became stuck in the patient. The clinician re-scoped the patient and removed the device using the loop cutter, per the emergency treatment steps in the device instruction manual. There was no reported patient injury.